Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor to the (B)(4) on behalf of the user facility in the (B)(6). "Device makes a strange sound when on neonatal mode. It looks like it comes out of the expiration valve. The problem doesn't occur anymore when on pediatric mode. Showed a vibration/flutter on the flowcurve. The pressures nor volumes were high, but the machine gave a volume limit alarm."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). A representative from the distributor in the (B)(4) visited the user facility in the (B)(6), checked the device's exhalation valve & exhalation valve diaphragm and reported that he did not find any issues. He also reported that the user facility in the (B)(6) has placed the device back into service without any problems. A carefusion clinical marketing mgr reviewed the available information and observed that it is very unusual to ventilate a 15kg patient in neonatal mode and that this event may have been the result of an application related issue. Carefusion has requested additional information regarding the reported event, device information and disposition of the patient. Should carefusion receive additional information, carefusion will submit a revised follow-up medwatch report.